Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of foreign objects at the nozzle was not established. The most probable cause of the burn at the c-cover was traced to a component failure. However, it is possible that this issue occurred because high frequency current was used near the tip cover. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects at the nozzle and a burn at the c-cover. There was no patient involvement.